Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -3.50 diopter in the patient's left eye (os) on (B)(6) 2016 and it was noted that the lens was torn. The lens was explanted on (B)(6) 2016 and exchanged for a lens the same size, model and diopter and the problem was resolved. There was no report of any apparent injury. The patient's post-op best corrected visual acuity was 20/20.